Event description:
It was reported that the patient was disconnected from the system controller for approximately 30 minutes at the facility. Log files were sent for review. The log file captured on (B)(6) 2024 multiple pumps stops. The pump stops may have been related to electrostatic discharge (esd) events. The driveline was disconnected at 18:01:50 and reconnected at 18:38:29. After that time, the pump appeared to function as intended. Additional log files sent for evaluation. The log file recorded a number of pump reset events as previously documented, there have been no further events of concern recorded since the last lvad off event at (B)(6) 2024 18:38:32. It was noted that the patient remains stable and was alert, awake, and oriented. They were to be discharged back to the facility on (B)(6) 2024. It was confirmed that the pump was disconnected for 37 minutes based on the controller log file. Prior to the disconnections, there were multiple com faults and driveline power faults which indicated a poor driveline connection, likely the inline connector. It was noted that the event did not look like esd at all, just poor connection.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed the reported pump stop. The account reported that it was suspected to be caused by user error. The controller event log file contained events from 29sep2024 at 17:09:43 through 30sep2024 at 09:22:20, per the timestamps. The start of the log file contained intermittent communication and power faults, and several pump stops were noted on 29sep2024. These pump stops were brief and appeared to be associated with a loose driveline connection. The driveline was fully disconnected on 29sep2024 at 18:01:50 and the pump stopped, which the account communicated was due to the patient intentionally disconnecting themselves. After approximately 37 minutes, the driveline was reconnected and the pump restarted as designed. No further alarms were captured and the pump appeared to function as intended throughout the log file. An additional set of log files was sent in containing data from the days following the reported event. No further alarms were captured and the pump appeared to function as intended throughout the log file. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, is currently available. Section 2 "system operations" (under "system controller warnings and cautions") states, "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 7 "alarms and troubleshooting" outlines all system controller alarms, as well as how to respond to each alarm condition. Furthermore, the IFU explains that during the patient selection, preimplant, and postoperative period, the patient must receive instructions regarding the operation and care of every system component (including the driveline and what to do in an emergency) and states that both the patient and primary caregiver must be able to repeatedly demonstrate ability to successfully complete connection of a driveline to the system controller in a timely manner. The heartmate 3 lvas patient handbook, is also currently available. This handbook warns in several sections: "check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop." And "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding all system controller alarms, and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
The cause of the pump stop was due to the patient dancing and disconnecting themselves. There was no controller malfunction or driveline issue. The patient was not symptomatic.